Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd0727 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2015 per medwatch: allegedly, during PICC line insertion, guidewire frayed in the subcutaneous tissue, allegedly, unable to be removed at bedside. Said to have, resulted in patient going to or for removal of guidewire.